Manufacturer narrative:
The pipeline flex device will not be returned for evaluation as it was discarded at the facility. The device was not returned, therefore the event could not be confirmed. The event cause could not be conclusively determined based on the reported information. All mdrs related to this event: 2029214-2016-00442 2029214-2016-00443 2029214-2016-00444.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. It was reported that the patient was undergoing retreatment for an aneurysm in the cavernous internal carotid artery (ica). All devices were used as indicated in the IFU. It was reported that the physician was planning to place the pipeline flex at the proximal end of an existing flow diversion device. At deployment, the pipeline flex was extremely slow to open and did not expand on the distal end. The catheter was pulled back and the device still would not open. The pipeline flex was resheathed one time and re-deployed, but still would not open on the distal end; it was noted that there was "champagne glass tapering&#56224;the procedure was ended without implanting any devices. There were no reports of patient injury as a result of this event.